Event description:
During the procedure, provider noticed the capio wasn't functioning properly. It would not release the suture. Item removed and a new device was used without issue for remainder of procedure. The reference number for the device is (B)(4). The lot number is 30993213. The expiration date is 02/05/2026. Manufacturer is aware and going to pick up malfunctioning device for further evaluation.